Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of heartmate ii left ventricular assist system did not reveal any device-related issues and a direct correlation between the pump and the reported pump thrombosis and hemolysis could not conclusively be determined. Additionally, a specific cause for the elevations in pump power could not conclusively be determined from the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outlet elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of heartmate ii left ventricular assist system also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: post-operation the patient had an accumulation of left flank hematoma that had previously been surgically evacuated. The patient returned to the operating room (or) for another fluid evacuation. The patient currently awaits a surgical flapping procedure.

Manufacturer narrative:
Approximate age of device: 5 years and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient received a pump exchange on (B)(6) 2019 due to suspected pump thrombus. The account stated the patient had been unable to walk a few feet without being short of breath, the patient did not respond to diuretics, the patient's urine indicated hemolysis, and the patient's ldh levels rose. No further information was provided.